Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Unknown date of device return. Findings: the reported fractured impactor face appears consistent with material degradation due to normal use and subsequent sterilization cycles. Most likely underlying cause: based on similar previous complaint investigations, the fractured impactor face reported was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. Rmr review: the rmr for this truliant femoral locking impactor head, 750-2014-006-rmr-instruments rev c, was reviewed. The risk is captured. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrument that fractured during use. This did not cause a delay in case, nor any complications. Patient left the operating room in stable condition. The device was received for analysis. The representative was present at the time of surgery. Inactive agency with no hospital/other contact information for the event. No additional information.